Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported during a revision 2 creo mis locking caps and a rod had slipped inferiority out of the l4 screw head post-operatively.